Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and functional test of the device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. Per the event, several tests were performed. A functional test was perform by connecting the device to the carto 3 system, and no malfunctions were observed during the analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. The physician is "unsure what the direct cause of the injury is". There was "no evidence of anything around the injury that stood out as a direct cause". The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. It was initially reported by the bwi representative that during set up for the pvc ablation procedure it was noticed that the insulation on the ioio cable has a "two-inch tear with bare wires sticking out". The cable was able to be used in the case. It was also reported that during the procedure it was discovered that the patient has a pericardial effusion. The injury was discovered and confirmed using the intracardiac echocardiography (ice) ultrasound system with the soundstar catheter. The medical intervention provided was a pericardiocentesis and though the caller did not know the exact amount of fluid removed from the patient they believe it is about "250 ccs". The patient did not require surgery for this injury and the patient is reportedly now stable. The physician is "unsure what the direct cause of the injury is". There was "no evidence of anything around the injury that stood out as a direct cause". Additional information was later received indicating the patient outcome from the adverse event was fully recovered (no residual effects). The event occurred during ablation phase of the procedure, as such, ablation had already been performed prior to noticing the cardiac tamponade. There was no evidence of steam pop. Transeptal puncture was performed with a brk needle. A smartablate generator was used during the case with the correct catheter settings and the pump switching from ¿low¿ to ¿high¿ flow during ablation. The irrigated catheter was used in the event was set to standard flow settings for stsf low flow 8 and fast flow 15. 2 pre and 5 post. There were no error messages with bwi equipment. Force visualization features used included graph. Visitag parameters for stability included range 3mm, time 3sec, tag size 3. Force over time 25% and 3g. Color options used were force time intervel (fti). The customer¿s reported cable problem is not considered to be MDR reportable since the potential risk that it could cause or contribute to a death or serious deterioration in state of health is remote.